Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. A visual inspection was performed. The f-94 alarm was identified during the visual inspection. The cause of the condition was determined to be associated with losing configuration. To correct the condition, the configuration settings were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. No additional information is available.